Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic tubal sterilization; due to sui. It was reported that following insertion the patient experienced pain, infection, urinary incontinence, dyspareunia, recurrent constipation and diarrhea.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) /2005. Also on (B)(6) 2007, patient underwent laparoscopic nissen fundoplication.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/01/2016. Additional information: age/date of birth.